Manufacturer narrative:
The battery charger 1 was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis on battery charger 2 was completed by medtronic personnel. Testing found that the board had electrical failures on three channels as no output voltage was detected. The analysis on the motor battery charger was completed by medtronic personnel. Testing found that the board had no output voltage from 1 channel on the board. A second battery charger was returned to the manufacturer for evaluation. Testing found visual evidence of electrical overstress on the board.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the charger board resulted in an arch in the imaging system. It was reported that the charger board, motor battery charger, charger board 2 and the j7 wiring harness were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger board 2, motor battery charger and an ethernet cable for the imaging system have been received by the manufacturer for evaluation. However, results are not available at this time. No additional parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the charger board on the imaging system was not functioning as designed. The reported issue was discovered during a planned maintenance (pm). There was no patient present when this issue was identified. No additional information was provided.